Manufacturer narrative:
Failure not duplicated. Product not returned. Device not being returned by customer.

Event description:
It was reported that dr. (B)(6) was performing an enucleation on a patient with an oral cavity cyst. Dr. (B)(6) had the lip guard on, and had been using the drill. She laid the drill down, resting it on the side of the patient's mouth. When she picked it up again, she said it was really hot and there was tissue on the drill. It was reported that the patient had suffered a second degree burn on right lower lip corner - part lip, part skin beside the lip. The drill was taken off the circuit and remained warm to touch for at least 15 minutes.